Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the distal circumflex artery with moderate tortuosity and moderate calcification. The 2.5 x 8 mm voyager nc balloon was advanced to the lesion and inflated; however, a balloon rupture occurred during the first inflation of 9 atmospheres (atm), for 10 seconds. A non-abbott balloon was used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a stent implant, or insufficient preparation prior to use or from interactions with other devices. In this case, as there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to the procedure. Additionally, the lesion was moderately tortuous, moderately calcified and 99% stenosed, which may have contributed to the reported difficulty. It is possible that the balloon material became damaged (scratched) from interactions with other devices and/or the tortuous and calcified lesion such that upon inflation attempt, the balloon ruptured, although this cannot be confirmed. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the device lot history record lot was performed and revealed no nonconforming material records, indicating all lot release testing met specification. A conclusive cause for the balloon rupture cannot be determined. There is no indication of a product quality deficiency.